Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary photo investigation: the device was not returned for investigation. A photo investigation was performed on the image provided. A manufacturing investigation report ¿manufacturing complaint investigation form rev2¿ was provided by the manufacturing site: mezzovico. Upon inspection of the provided images, it is not possible state that the bag is correctly sealed and the perforations are intact so that the missing part was not inside due to manufacturing issue and/or that the plastic bag was bad handled out of the manufacturing flow causing the claimed issue. Specifically, any feature in the photos is not enough visible to make the conclusion on manufacturing responsibility. Therefore, without inspecting the affected bag where the item was missing, we cannot confirm the issue as manufacturing related. A manufacturing record evaluation was performed for the affected lot number, and no non-conformances related to the malfunction were identified. Manufacturing record evaluation showed no non-conformance relating to this issue was identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the overall complaint is being confirmed during photo investigation as the device was missing from the packaging. However, it cannot be confirmed from the provided images that this issue is manufacturing related. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot product code: 04.005.520 lot number: 98p3083 manufacturing site: mezzovico release to warehouse date: 13 april 2021 a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint condition cannot be confirmed based on the images during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Please refer ¿manufacturing complaint investigation form¿ report under the notes and attachment section for reference. Device history lot =product code: 04.005.520, lot number: 98p3083, manufacturing site: mezzovico, release to warehouse date: 13 april 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the customer received an empty package; the ordered item was missing. According to the customer, the package was well closed/sealed. This report is for a 5.0mm titanium (ti) locking screw w/t25 stardrive 30mm for intramedullary (im) nails. This is report 1 of 1 for (B)(4).